Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button does not respond to commands due to the contamination inside the button. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specifications.

Event description:
On (B)(6) 2013, patient reported the buttons on the infusion device do not respond. She inserted a new battery, and the buttons began to work intermittently when pressed hard. The infusion device was not dropped. The up button is pressed flat, and the key-lock feature is not activated. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.